Event description:
It was reported that the radiofrequency programmer head was returned as an associated device and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on the uplink functional tests. It was also noted that the head's label was missing its laminate. The cable and the label were replaced. Concomitant medical products: product ID: 2090w, programmer. Product ID: 229047, software analyzer. (B)(4).